Event description:
It was reported that there was a tear in the tubing of a clearlink system, non-dehp solution set which resulted in a fluid leak. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection a cut was observed in the tubing. Pressure and clear passage under water testing were performed, and the reported cut on the tubing was observed. Visual inspection of the slide clamp did not identify any abnormalities that could have contributed to the reported condition. Psi testing was performed on the slide clamp, and no breaking bubbles were observed. The slide clamp was activation was performed, and no breaking bubbles or cuts were observed. The reported condition was verified. The cause of the condition could not be determined; however, the potential cause was due to improper handling of the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.